Manufacturer narrative:
Review of the lot records/work orders, prior reports. No issues were noted. Although there was no product failure and the product was within specifications, the pt developed an aneurysmal iliac which caused the secondary procedure.

Event description:
The pt previously received a bifurcated device in 2008. After developing an aneurysmal iliac artery, an extension was placed in 2009 with good results.